Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and allergy to metals ('nickel allergy - allergic reaction') in a 43-year-old female patient who had essure (ess205) inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), swelling ("swelling nos"), pain in extremity ("leg pain"), alopecia ("hair loss"), meniscus injury ("meniscus tearing") and ocular hypertension ("ocular hypertension"). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. The patient was treated with surgery (surgical removal of the essure devices). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, allergy to metals, genital haemorrhage, swelling, pain in extremity, alopecia, meniscus injury and ocular hypertension outcome was unknown. The reporter considered allergy to metals, alopecia, genital haemorrhage, meniscus injury, ocular hypertension, pain in extremity, pelvic pain and swelling to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality safety evaluation of ptc; after internal review, event allergy to metals was upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and allergy to metals ('nickel allergy - allergic reaction') in a 42-year-old female patient who had essure (ess205) inserted for contraception. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2006 - no allergies. (B)(6) 2018 - epicutaneous skin testing with metals utilised in gynaecological implants: nickel sulphate, potassium dichromate, copper sulphate, titanium dioxide, ferrous chloride, silver nitrate, gold sodium thiosulphate, manganese chloride, stannous chloride: results were negative. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), swelling ("swelling nos"), pain in extremity ("leg pain"), alopecia ("hair loss"), meniscus injury ("meniscus tearing") and ocular hypertension ("ocular hypertension"). The patient was hospitalized from (B)(6) 2018 to (B)(6)2018. The patient was treated with surgery (total hysterectomy with bilateral salpingectomy and surgical removal of the essure devices). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, allergy to metals, genital haemorrhage, swelling, pain in extremity, alopecia, meniscus injury and ocular hypertension outcome was unknown. The reporter considered allergy to metals, alopecia, genital haemorrhage, meniscus injury, ocular hypertension, pain in extremity, pelvic pain and swelling to be related to essure (ess205). The reporter commented: the patient described it as non-painful. The insertion of both essure devices was successful. Insertion in cavity was performed with difficulty. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : swelling, allergic reaction, excessive bleeding, pelvic pain, leg pain, hair loss, meniscus tear and ocular tension. Total hysterectomy was performed in addition to bilateral salpingectomy (the hysterectomy was performed after observing that there were remains in the left uterine horn after the extraction of the essure device through left-side salpingectomy). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - in (B)(6) 2020: rule out presence of essure remains. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-dec-2021: medical records received. Patient's relevant history (dob, lab test), essure insertion date were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and allergy to metals ('nickel allergy - allergic reaction') in a 43-year-old female patient who had essure (ess205) inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), swelling ("swelling nos"), pain in extremity ("leg pain"), alopecia ("hair loss"), meniscus injury ("meniscus tearing") and ocular hypertension ("ocular hypertension"). The patient was hospitalized from (B)(6) 2018. The patient was treated with surgery (surgical removal of the essure devices). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, allergy to metals, genital haemorrhage, swelling, pain in extremity, alopecia, meniscus injury and ocular hypertension outcome was unknown. The reporter considered allergy to metals, alopecia, genital haemorrhage, meniscus injury, ocular hypertension, pain in extremity, pelvic pain and swelling to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2021: no new information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year-old female patient who had essure (ess205) inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), genital haemorrhage ("excessive bleeding"), swelling ("swelling nos"), allergy to metals ("nickel allergy- allergic reaction"), pain in extremity ("leg pain"), alopecia ("hair loss"), meniscus injury ("meniscus tearing") and ocular hypertension ("ocular hypertension"). The patient was hospitalized from (B)(6) 2018. The patient was treated with surgery (surgically remove the essure device). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, swelling, allergy to metals, pain in extremity, alopecia, meniscus injury and ocular hypertension outcome was unknown. The reporter considered allergy to metals, alopecia, genital haemorrhage, meniscus injury, ocular hypertension, pain in extremity, pelvic pain and swelling to be related to essure (ess205). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.